Event description:
A customer reported an event of odor emitting from the sterrad 100nx. There was no report of human reaction. There was also no mist or haze coming from the unit. The customer was informed to take the unit out of production and evacuate the room. The room is ventilated with ten air exchanges per hour and no other chemicals are used in the room. An asp field service engineer (fse) was dispatched to assess the unit onsite. Per the fse, the customer had installed a new ac outlet in the wall but the phase rotation was in reverse and therefore incorrect. When the unit was plugged in this caused the vacuum pump to blow oil inside the chamber. The parts replaced were due to the saturation of oil. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(4) 2013.

Manufacturer narrative:
Correction: sex is unknown. Manufacturer date: 11/15/2007. Additional manufacturer narrative / corrected data: additional part replaced during service: vacuum control valve, hose, pump intake, electrode, uv lamp window, optical h2o2 detection window. Conclusion: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR (device history record) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months ((B)(4) 2012 to (B)(4) 2013) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from (B)(4) 2013 through (B)(4) 2013 and revealed a significant trend which was addressed through CAPA. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is greater than the acceptable limit and was addressed through CAPA. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) shows that the risk is as low as reasonably practical for exposure to odor or odorants. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad® 100nx oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 100nx system. The use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 100nx system. The vacuum control valve was returned and tested. The vacuum control valve passed a test cycle. The hose intake was returned and tested. The hose intake passed a test cycle. The electrode was returned and tested. The electrode had oil residue present. The uv lamp window was returned and tested. The uv lamp window was clear with no blemishes. The catalytic converter was returned and tested. The catalytic converter exhibited no detectable odor or mist but was found to be saturated with oil. The reason for return of the catalytic converter was confirmed. The oil mist filter was returned and tested. The oil mist filter had no mist or odor observed. Per the field service engineer, the customer plugged the unit into a new electrical outlet. The phase rotation of the outlet was reversed which caused the vacuum pump to blow oil all over the inside of the unit's chamber. Asp will continue to track and trend this issue.